Event description:
Microscope is used during this procedure. During the course of placing an anterior chamber eye lens the patient's own cataract lens cut through and was lost in back of the eye. The patient was transferred to a hospital to have it removeddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.